Manufacturer narrative:
(B)(4.the reported description of this complaint notes that a philips technical support engineer was asked to print a trend report following a patient death. This is being reported only because there was a patient death where a philips monitor had been in use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that a philips technical support engineer was asked to print a trend report following a patient death.